Event description:
The customer reported that the burette fluid chamber split open and normal saline leaked during infusion. The burette was not being squeezed when it split open. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The customer¿s report that the burette fluid chamber split open and normal saline leaked was confirmed. Visual inspection observed a crack approximately 3 inches long along the side of the burette cylinder. Functional testing was not performed due to obvious damage of the received sample. The root cause of the cracked burette cylinder was identified as a supplier issue of the burette cylinder extrusion process.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.